Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: lvad malfunction.specific component(s) involved: pump drive unit malfunction.additional text: lvad malfunction.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; replacement of driveline; replacement of pump; replacement of pump valve; switch from vented electric to pneumatic-mode.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.